Event description:
The customer reported approximately four tablespoons of diluent overflowed from the red blood cell (rbc) bath involving the coulter act series analyzer. The customer had on gloves and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient samples were not analyzed. There was no patient impact. The customer has an exposure control plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) determined blockage in the red blood cell (rbc) bath drain line. The fse removed dried blood fragments from the rbc drain line and resolved the issue. Service activity was verified per established procedures. The instrument conformed to the manufacturer's published performance specifications. Beckman coulter internal identifier for this report is (B)(4).